Event description:
On (B)(6) 2012, the reporter contacted animas regarding a battery life issue, and during the called mentioned that the patient had been in the hospital two weeks ago for a blood glucose (bg) related issue. A specific date and bg information was not provided. The reporter did not provide additional information, and customer support's attempts to obtain additional information have been unsuccessful. Follow-up regarding the alleged battery issue indicated that the patient had resumed insulin pump therapy and there were no alleged pump issues. The pump is not being returned at this time. This complaint is being reported because the patient reportedly experienced an unspecified bg issue while using insulin pump therapy, and the pump could not be ruled out as a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: there was no history from the time of the event available in the pump due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.